Manufacturer narrative:
The lead was retuned without a reported event. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found two full breach insulation degradations exposing the outer coil adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.